Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In USA it was reported that rpm pump had shown intermittent "rpm diff" errors several times during patient treatment. Complaint (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The field service technician (fst) was sent for further investigation. According to service order # (B)(4) dated on 2020-02-07 following works has been done : 2 year service,preventive maintenance (pm), calibration check, full functional test and safety check as per the service manual. All tests passed. As stated by the field service technician on 2020-02-12 via communication field the reported failure ""diff error message" was not reproducible and no parts were replaced. Since it was not possible to reproduce the reported failure "diff error message" and no parts were replaced, the most probable root cause could not be determined. Thus the reported failure "diff error message" could not be confirmed. The reported failure "diff error message" happened during patient treatment. The hl20 which was used was responsible for this complaint/event. (B)(4), thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.